Manufacturer narrative:
The device information has not been made known to the manufacturer at this time.

Event description:
It was reported that the patient had a csf leak at l4 during a trial drg procedure. The patient suffered a headache as a result. The issue has since been resolved.